Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was separated from the device, swelled and exposed to blood. The advancer tube was engaged to the distal tamp lock as received. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the deployment. Severe damage/deformity was observed in the tip of the introducer sheath. Based on the provided information and the investigation performed, the root cause for the reported failure could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that after the sealant was delivered using the green handle, the procedural sheath was removed to expose the sealant. When they pulled the sheath back the sealant came with it outside the body. At that point the balloon was deflated and manual pressure was applied for 30 minutes or less. The patient was not hospitalized and was discharged with no further issues. No further treatment was given. Additional information was requested but is not available. Procedure type: intervention peripheral sheath size: 6f.